Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced the infusion set site fell off during use event on (B)(6) 2026. No further information available.